Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low, out-of-range impedance measurements of 1 ohm during an inappropriate shock delivered, possibly due to twiddler's syndrome. The qrs complexes were barely visible during the inappropriate shock. A charge time (CT) error was also noted due to long charge times. X-ray imaging was performed, and the electrode was seen coiled in the pocket. They plan to replace the s-ICD system, but currently the s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the s-ICD system was explanted and replaced. No additional adverse patient effects were reported. Additional information was received indicating noise contributed to the inappropriate shock. It was also noted the s-ICD had interrogation difficulties before it was explanted and tachy therapy had been programmed off. The s-ICD system was explanted, replaced, and returned for product analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low, out-of-range impedance measurements of 1 ohm during an inappropriate shock delivered, possibly due to twiddler's syndrome. The qrs complexes were barely visible during the inappropriate shock. A charge time (CT) error was also noted due to long charge times. X-ray imaging was performed, and the electrode was seen coiled in the pocket. They plan to replace the s-ICD system, but currently the s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low, out-of-range impedance measurements of 1 ohm during an inappropriate shock delivered, possibly due to twiddler's syndrome. The qrs complexes were barely visible during the inappropriate shock. A charge time (CT) error was also noted due to long charge times. X-ray imaging was performed, and the electrode was seen coiled in the pocket. They plan to replace the s-ICD system, but currently the s-ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found cuts in the insulation likely from explant damage, an arc mark noted on the shock coil approximately 419 millimeters from the terminal pin, and shock coils rubbed flat in a few places toward the distal end of the shock coil, consistent with rubbing on something hard. The likely explanation for these observations is lead dislodgement due to twiddler's syndrome.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low, out-of-range impedance measurements of 1 ohm during an inappropriate shock delivered, possibly due to twiddler's syndrome. The qrs complexes were barely visible during the inappropriate shock. A charge time (CT) error was also noted due to long charge times. X-ray imaging was performed, and the electrode was seen coiled in the pocket. They plan to replace the s-ICD system, but currently the s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the s-ICD system was explanted and replaced. No additional adverse patient effects were reported. Additional information was received indicating noise contributed to the inappropriate shock. It was also noted the s-ICD had interrogation difficulties before it was explanted and tachy therapy had been programmed off. The s-ICD system was explanted, replaced, and returned for product analysis. No additional adverse patient effects were reported.